Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Pump settings: rate 2.3, res vol 86.5, given 18.8. Air in tubing, no injury to patient. No further information available.